Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer declined to provide information regarding the bg level; however indicated that the cgm low alert was not declared. A review of pump history confirmed that no cgm alert declared at the time of event. Although requested, the customer declined to upload pump data for a thorough review by tandem technical support.